Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was observed during device evaluation that the nozzle of the gastrointestinal videoscope was clogged with foreign material. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): the instruction manual operation manual,¿ gif-xz1200, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual, ¿gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field for this device.